Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the loss of seal was found to be anatomy related due to the calcifications in the iliac sealing zone (cautionary product use condition). The final patient disposition as reported to be doing well with no additional patient sequelae reported. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4).

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix iliac stent graft system was implanted to treat an abdominal aortic aneurysm. At the end of the procedure, the physician noticed a type ib endoleak. It was decided to conclude the procedure and monitor the patient. The patient condition is reported as good and there have been no additional patient sequelae reported.